Event description:
The customer reported the monitor was replaced because no alarms were triggered. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by a philips remote service engineer (rse) who interviewed the customer and assisted with the troubleshooting of the unit. The customer confirmed the monitor did not emit any audible alarms, nor did it produce any other sounds¿such as during power-up or the qrs beep. The rse provided the customer a replacement speaker to resolve the issue. Based on the information available in the case, the cause of the reported problem was confirmed to be a speaker assembly. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.